Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, air leaked into the tubes while filling, requiring recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received a photo and 10 samples for investigation. The customer's photo shows an example of a device but does not display the reported defect. The 10 returned samples underwent functional tests and all passed, with no evidence of damage, leakage, device separation, or air bubbles. Additionally, 30 retained samples were subjected to functional tests and all passed for sleeve function, with no evidence of defects, sleeve leakage, or air bubbles in the tubing. However, one retained sample failed testing due to leakage between the male and female luer, which was caused by separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: separates. This complaint has not been confirmed for the indicated failure mode: air bubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, air leaked into the tubes while filling, requiring recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.